Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft with active control system (ctag ac) for thoracic aortic aneurysm. The first ctag ac (tgm282820) was deployed on the distal side. An attempt was made to insert the guide wire into the second ctag ac (tgm373720), but the guide wire stopped in the proximal olive. The guide wire passed thorough when it was inserted from handle side of the catheter. Therefore, the guide wire inside the patient was removed, inserted from the handle side of the catheter, and then reinserted into the body. During delivery, the tip of the catheter was caught at the distal end of the first ctag ac. The distal part of the first ctag ac was pressed and became a slightly dented shape. There were no particular problems on contrast, so no additional treatment was performed. The second ctag ac was deployed without reported issues. The patient tolerated the procedure. Reportedly, there was no problem with the second ctag ac preparation. It seemed to be hard when the cap was removed.

Manufacturer narrative:
Section h6 codes updated to reflect the investigation.

Manufacturer narrative:
Section h6 codes updated to reflect the investigation.